Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly along with a header bag. The guidewire and locator were returned as well. Visual inspection revealed that the returned carrier tube was mated with the sheath and the deployment of the sleeve was in full rear lock position with colored bands fully exposed. The tip portion of the sheath and carrier tube was found severed upon receipt. The tip of the carrier tube was examined under the microscope and dried collage was present with the tube. Also, the anchor was fully exposed. No other visual anomalies were noted. Functional testing was not possible due to the mutilated condition of the returned device. From complaint description, it was confirmed that the distal tip of the sheath was severed by the user. IFU sates: "do not proceed until you are certain that the anchor has been properly deployed . If the anchor is improperly deployed, the angio-seal¿ device will not function." Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the device was not positioned in the forward lock position or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor asked the tech to close with the involved angio-seal device at the completion of a coronary intervention. The tech stated that he had good pulsatile flow when locating the artery. He put the closure device in the angio-seal sheath. He heard two audible clicks when continuing the process. When he pulled the complete system back the sheath came out completely. He held pressure to achieve hemostasis. The tech cut open the angio-seal in order to confirm that the footplate was still in the sheath, and he saw it in the sheath. He compared the contests of that angio-seal to another one off the shelf and saw no missing contents. The patient was fine, and no issues arose; the patient condition was stable. It was a successful percutaneous coronary intervention (pci). There was no patient injury, or medical/surgical intervention required.